Event description:
The reporter stated that the surgeon was inserting a 27.0 diopter collamer aspheric lens using a cq cartridge and as the lens was ejecting out the leading and trailing haptics tore off due to the cartridge. The surgeon removed the lens without enlarging the incision and replaced it with another lens. This is one of two incidents that occurred on this same pt. See MFR report number 2023826-2008-00360 for the other report.

Manufacturer narrative:
The product pertaining to this claim was not returned for eval; however, the lens was received, and a visual inspection shows one haptic is torn off into the optic of the lens and is missing. The other haptic is torn off and missing. It should be noted that the injector was not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.